Manufacturer narrative:
Reported event of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex tracheobronchial stent was to be used to treat a stenosis in the bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. According to the complainant, the physician started deploying the stent when the deployment suture got stuck. It was also noted that the shaft bent. The partially deployed stent was removed from the patient and the procedure was completed with another utlraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.